Event description:
A review of the events indicated that patient samples tested on the galileo neo, automated blood bank system produced inaccurate results. A review indicated that one (1) patient sample test using the galileo neo automated blood bank system produced an unexpected false negative result for the anti-e antibody. In addition, two (2) instrument malfunctions produced inaccurate aborh results based on historical information for the patients using the abo forward typing assay; with one (1) inaccurate result for anti-a and one (1) inaccurate result for anti-b. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. No single reason for the false negatives were determined and the malfunctions were allocated against the analytical instrument.